Manufacturer narrative:
On december 4, 2025, mentor became aware that the explanation has been undefined and rescheduled for 2026. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 24, 2026, mentor became aware that the explanation is scheduled for (B)(6) 2026. D6b explantation date: (B)(6) 2026. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 29, 2026, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.this supplemental medwatch report is for the patient¿s left-sided device.manufacturer¿s reference number:(B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-(b)(5). It was reported that a 59-year-old caucasian female patient underwent primary breast augmentation with 350cc mentor memorygel breast implant on both sides and experienced breast implant rupture, pain, and movement on her left side postoperatively. Mammogram confirmed the rupture. As a result, the patient was scheduled for surgery on (B)(6) 2019. On (B)(6) 2025, mentor became aware that the patient's right side is also getting harder and is re-scheduled for surgery on (B)(6) 2025. This medwatch report is for the patient¿s left-sided device. Right side complication is being reported separately.

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-(B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture, pain, and device migration d6b explantation date: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).